Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 20 ga powerglide pro catheter was returned for evaluation. An initial visual observation of the returned device showed abundant blood residues throughout the powerglide pro. A split was observed in the catheter shaft just distal of the molded joint. The split was observed to be at an angle with a chevron-like shape and sharp fracture edges. Microscopic inspection of the catheter shaft of the returned device revealed characteristics of a catheter split caused by damage from pulling the catheter along the needle bevel. The product IFU warns, ¿once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leaking at the catheter hub. Fluid leaked was saline. There was no delay in treatment and no intervention needed. The catheter was not replaced. Patient was not harmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.